Event description:
It was reported that a malfunction occurred on the pump, specifically a communication error with the memory. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any issues reoccurred, which the customer understood and acknowledged.